Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer statest that they are getting error code 1113 (invalid test result, read value) when running a pt sample using the axsym digoxin iii assay). There was no impact to pt management reported.